Event description:
It was reported that the patient experienced syncope. The right atrial (ra) lead and right ventricular (rv) lead exhibited a fracture, no capture and high undefined impedances. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.